Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a user-initiated supply change with a steel needle set, with blood glucose reported as ¿high¿ (>400 mg/dl) for several hours and increasing overnight, and no alerts or alarms were reported. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing reported, and no medical or other assistance sought. Investigation included troubleshooting and education with the user. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was not linked to a confirmed device malfunction and that no further clinical intervention was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.